Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, bladder prolapse, and pelvic pain. It was reported that the patient underwent mesh removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a revision/removal of mesh on (B)(6) 2013 concurrently with diagnostic cystourethroscopy and biopsy/culture of sacral lesion due to exposure of mesh, dyspareunia and sacral lesion. (B)(4) -mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).